Manufacturer narrative:
One bioraptor knotless suture anchor was returned for evaluation. Visual assessment of the device shows the outer portion of the anchor is missing and was not returned for evaluation. The inner screw remains on the inner shaft and is bent. Removal of the inner screw showed the inner shaft is bent. The inserter tines of the outer shaft are bent as well. This condition is indicative of off axis insertion. Per the device IFU under precautions ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair¿.

Event description:
It was reported that while setting the anchor, it broke. The hole was prepared with the 2,7 mm drill for bioraptor. All the pieces were removed with graspers. No significant delay or patient injury reported.

Manufacturer narrative:
5 day report was accidentally marked, this is a 30 day report.